Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming vxi testing because its main printed circuit board was out of specification in an electrical manner. With rate set to 70 paces per minute (ppm) and atrial and ventricular outputs set to 10 milliamperes (ma) with the backlight and menu off the battery was ejected and the device shut off after 1 sec. This test was performed five times with same result. Analysis also found the lower case and one side bail cover broken, the ring missing and the keyboard scratched. It was to be scrapped in-house. Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that one supercap failed in-circuit, surge current was below normal, and the battery removal test failed. After a supercap was replaced, the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by capacitor component failure. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.